Manufacturer narrative:
Summarized patient outcomes/complications of navitor valves were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, diabetes mellitus, hypertension, coronary artery disease, peripheral artery disease, chronic obstructive pulmonary disease, coronary artery bypass graft, and percutaneous coronary intervention. Complications reported included surgical intervention (pacemaker), unexpected medical intervention (post-dilatation), paravalvular leak, hypo-attenuated leaflet thickening; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "clinical outcomes, hemodynamics, and leaflet thrombosis following transcatheter aortic valve replacement with novel intra-annular devices", was reviewed. The article presented a retrospective, single center study to compare the short-term clinical outcomes of two intra-annular transcatheter aortic valve replacement (tavr) devices in japan: sapien 3 ultra resilia (s3ur) and navitor. Devices included in the study were sapien 3 ultra resilia (s3ur) and abbott navitor. The article concluded that both intra-annular valves demonstrated excellent hemodynamic performance with minimal paravalvular leak (pvl) after transcatheter aortic valve replacement (tavr). The incidence of hypoattenuated leaflet thickening (halt) in both devices was comparable. [The primary and corresponding author was kentaro hayashida, department of cardiology, keio university school of medicine, 35 shinanomachi, shinjuku-ku, tokyo 160-8582, japan, with corresponding email: khayashidamd@gmail.com]. The time frame of the study was from may 2022 to october 2023. A total of 96 patients were included in the study, of which 44 patients received an abbott/st. Jude device. The average age was 86 years and the majority gender was female. Comorbidities included were dyslipidemia, diabetes mellitus, hypertension, coronary artery disease, peripheral artery disease, chronic obstructive pulmonary disease, coronary artery bypass graft, and percutaneous coronary intervention.